Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address infection. Update 11/23/2012- litigation papers received. In addition to infection, it is now alleged that the patient suffers from pain and discomfort, swelling in the leg, and difficulty sleeping. Update ad 11 may 2018: the receipt of ppf and medical records received. Ppf has no new allegation. After review of medical records, patient was revised to address gross infection and hypertrophic scar. Revision notes reported that there was a full blown outward flow of pus after excision of the fascia and removing the calcar component made fractures and cracks and quarter size bone loss in the direct lateral part of the femur.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.